Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery died during transport in an ambulance from one facility to another. It was stated that a patient was being transported on 3 intravenous medications and that within 2 hours of being unplugged, the battery died, which was unfortunately not enough time for the patient to be transferred successfully. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "all 3 pumps batteries died during transport, within 2 hours of being unplugged" was not reproduced. An event history log (ehl) review was conducted. There were no "improper shutdown!" Messages that could be found on the customer reported date of november 22nd, 2023, and there were no "improper shutdown!" Messages on any other date in the ehl. The pump would display "improper shutdown!" At power up after a loss of power. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.